Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the patient underwent a full revision surgery on (B)(6), 2012 due to a lead discontinuity. The generator was replaced for prophylactic reasons. The lead impedance after surgery was noted to be within normal limits. The generator and lead were discarded after surgery and therefore cannot be returned for product analysis.

Event description:
On (B)(6) 2012, a physician's assistant reported that the vns patient's device showed high impedance on a system diagnostics test. X-rays were performed on (B)(6) 2012, and the assistant stated that they would be sent to the manufacturer for review. The patient was reported to not be experiencing any adverse events. On (B)(6) 2012, clinic notes were also received from the physician's assistant. The clinic notes are dated (B)(6) 2012, and state that over the past 2.5 months the patient has been experiencing an increase in his seizure activity. These events are described as generalized convulsions which are occurring approximately every 3 days. During this same time frame the patient has been unable to feel his vns activate. The patient also noted that his voice no longer changes when vns activates. Previously the patient had complained of hiccups and reports that when he could no longer feel his vns activate, his hiccups stopped. The patient has been prescribed baclofen for his hiccups and he has since stopped using that medication. The patient was seen in the ec on (B)(6) 2012 for seizure activity. The physician stated that there has been no known trauma to his chest in the area of the vns placement. The patient continues to have approximately 1-3 seizure episodes per week; the patient states he has a seizure about every 3 days. The patient had loss of vision after a recent seizure activity which spontaneously resolved over 2-3 days duration. System diagnostics and normal mode diagnostics performed that day showed high impedance with output=limit/lead impedance=high/dcdc=7/neos=no. The patient's device was then disabled due to the high impedance and the patient was referred for surgery. X-rays were received dated (B)(6) 2012; based on the x-ray images provided, no cause for the report of high impedance could be found. However the presence of a micro-fracture cannot be ruled out or a lead fracture in the portion of the lead that was located behind the generator and could not be assessed cannot be ruled out. The physician's assistant later reported that (B)(6) 2012 was the first time the high impedance was observed and no patient manipulation or trauma occurred. A battery life calculation was performed which showed 5.46 years remaining until eri=yes. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.